Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular treatment was being performed when the issue occurred and was completed by using the pedestal control module. The philips field service engineer (fse) visited system onsite and confirmed that the system's c-arm and table were performing uncommanded movements. Upon troubleshooting, the fse found the issue with the control module at the patient table. The cause of the control module failure could not be determined by the supplier's part analysis. However, replacing the control module by the fse had resolved the issue. The system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm and table performed uncommanded movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.